Manufacturer narrative:
The customer contact indicated that the device was discarded. The investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number has a common device name of (B)(4). The information on reprocessing of the device was requested; however, no response has been received. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the cap which to add medicine could not be closed and an unspecified volume of solution leaked. No specific details were provided including if the leak occurred during a prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced.